Manufacturer narrative:
The battery was returned and evaluated. The battery was found to have a low charge capacity. The root cause of the low capacity was aging cells. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was unable to charge.